Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has experienced leakage in the last 3 days. The patient stated that she no longer felt the pulsation from the stimulation and the patient thought she over did it because she celebrated (B)(6) with her family. The patient mentioned that she thought she dislodged the implanted system because she no longer felt stimulation but she confirmed that she had been very careful not to do any excessive bending, twisting, or stretching. The patient also noted that she had not had any falls or trauma and during the trial she always felt the pulsating in the vaginal area. The patient reported that she had already increased stimulation from 0.9v to 1.1v and from 1.1v to 1.3v. Troubleshooting attempts were made and the patient programmer showed stimulation was on 1.5v and on program 3. The patient indicated that she was probably not seeing 50% but the leakage was once a day and sudden. The patient increased stimulation to 1.9v and confirmed it was comfortable. The patient was redirected to their health care professional and would monitor their symptoms. There were no further symptoms or complications reported or anticipated.